Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the instrument was deformed. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
The tracking instrument was returned to the manufacturer for analysis. Analysis found that the instrument had severe impact marks at the back end causing fit issues with the mating tracker. Analysis found that the reported event was related to a physical issue. Codes (B)(4) are applicable to this analysis. If information is provided in the future, a supplemental report will be issued.